Event description:
Healthcare professional reported a lap-band "port leak." No info was provided on when the issue was first noticed. The lap-band system was removed, but no info was provided on if it was replaced.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, and implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time.